Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump unexpectedly displayed the reset screen. The customer loaded a new cartridge and the reset screen was cleared. The customer's blood glucose level was 150 mg/dl at the time of the event.